Manufacturer narrative:
The customer was sent a replacement power supply.  This issue with a damaged rev l power supply for the pump in style device was addressed in investigation (B)(4). The investigation found that they were being damaged during shipment from the manufacturer to medela. This damage was causing the plastic housing to fail prematurely when subjected to  normal use and foreseeable misuse. The packaging used by the manufacturer to ship the power  supply to medela was not robust enough to handle all of the potential shipping, handling, and abuse  conditions that could arise from logistics of the consolidation process. As a result of the  investigation, the shipping and consolidation process was modified to reduce the handling and  potential for double stacking of the skids. The shipping packaging strength was also increased  to  further protect the power supply during shipping. Since then, as a part of routine continuous  improvement activities, a rev p power supply has been distributed to market, manufactured under a revised design and by a different manufacturer.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style advanced breast pump would not power on with the power supply. The power supply was replaced and the original returned by the customer. On (B)(6) 2017, a product evaluation found that the power supply was received with tape wrapped around the housing. The tape was removed and a breach in the housing was discovered.